Manufacturer narrative:
The actual device was not available; however, two photographs and a video of the sample were provided for evaluation. Visual inspection of the first provided photo showed the product during treatment with a wet tissue around the header area. The second photo showed the product after treatment with the product label. Visual inspection of the provided video showed a tissue was wrapped around the header and became wet. The reported condition was verified. The blood and dialysate lines were not connected. The location of the leak was not visible. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 14l dialyzer, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.